Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert.in conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : single use; device discarded.

Event description:
The consumer reported conflicting results with the binaxnow covid-19 antigen self-test kit performed on (B)(6) 2023 on a nasal sample. On (B)(6) 2023, the first test taken generated a negative result, and the second test, performed on the same day, generated a positive result. Repeat testing was performed on (B)(6) 2023, which generated a positive result. Confirmation testing was not performed. No additional patient information, including treatment and outcome, was provided.